Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported by the customer via phone, they noticed a scratch in the center of the hd epscope. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the outer tube, distal tip, shaver, the optical system and optical components distal cover glass/negative were found damaged. Therefore, were replaced. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to normal field wear. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the customer that during a shoulder repair surgery on (B)(6) 2019, it was observed that there was a scratch in the center of the hd epscope. They were able to use another like unit to finish the case. No surgical delay or patient harm. During in-house engineering evaluation, it was determined that the outer tube, distal tip, shaver, the optical system and optical components distal cover glass/negative were found damaged. No additional information was provided.